Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The mobile view station (mvs) interconnect cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the device was not booting and was receiving a red "x" for communication with the mobile view station (mvs). Therefore, the device was not able to take 2d/3d images. There was no patient present when this issue was identified.